Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was noted that there was moisture in the pump after exposure to water. Reportedly, there was no damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following: visual inspection revealed that there was moisture in the display lens. The pump case was found to be damaged between the upper-right corner of the display lens and the case seal. During testing, the pump was not able to power on. There were no audio tones or vibrations and the display was blank. A leak test was performed and a leak was found at the damage in the pump case. The pump cover was removed and moisture was found inside the pump. The temperature issue was not able to be adequately investigated due to the pump not powering on and the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.